Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had power loss error detected. The customer's blood glucose level was 173 mg/dl at the time of incident. Customer also reported that the insulin pump had the alarm which is generated when a power system error is detected and this error does not prevent the pump from running. The customer stated that they were able to successfully clear the alarm and was able to complete insulin pump rewind. Advised the insulin pump will need to be replaced and recommended customer refer to back up plan. The insulin pump will be returned for analysis.

Manufacturer narrative:
Insulin pump passed sleep current measurement, active current measurement, and displacement test. The power management tool confirmed the unloaded voltage and loaded voltage was within spec range. No insulin power error or power loss alarms noted during testing or in the pump trace download. Insulin pump also received with severely scratched lcd window.